Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, it was noticed that the right ventricular (rv) lead had a visible kink in it. It was decided that the lead would not be used and was replaced with a different lead. No patient complications have been reported as a result of this event.